Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection; they were implanted on (B)(6) 2018 and developed a fever of 101 on (B)(6) 2018. They also noticed a tan drainage from the ins site. The representative reported that the ins site was very tender to touch and appeared slightly red but not hot to the touch. The patient was going to be started on antibiotics. Surgical intervention was not planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that it is unknown if the infection has been resolved. The information has been confirmed with the physician/ account. No patient symptoms or complications were reported in this event.